Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. Critical ram parity error logged on (B)(6) 2010 in (B)(6). Por severity is low as device should be able to fully recover after reset.

Event description:
It was reported that the implantable pulse generator (ipg) device had a power on reset (por) which was visible via the monitor support console. It was also reported that diagnostics appear to have restarted following the por and the parameters remain programmed as before the por. The por message will be cleared via the programmer at patient's next visit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that there was a device reset noted at address 2c 35 on (B)(6)-2010 17:16:09. There was a critical ram parity error logged on (B)(6)-2010 in address "2c 35". Por (power on reset) severity is low as device should be able to fully recover after reset.